Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports, pathology reports including the strain of infection identified as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: triathlon p/a cr beaded #4r; cat#5517f402; lot#btb6y. Tritanium bplate triathlon s3; cat#5536b300; lot#ctd11154. Tritanium patella-asymmetric; cat#5552-l-299; lot#at7h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "the patient underwent bilateral knee replacement on (B)(6) 2017. Patient developed right knee infection and underwent revision and only the polyethylene tibial insert was exchanged on (B)(6) 2018".